Manufacturer narrative:
There was no indication of any malfunction of the device. Device not returned for evaluation.

Event description:
Allegedly, the patient underwent a robotic assisted laparoscopic hysterectomy on (B)(6) 2010 in which a karl storz morcellator was used, and was later diagnosed with widespread metastatic leiomyosarcoma.